Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) inner insulation torn. Upon visual inspection, it was noted that the inner insulation of the lead was breached. Upon visual inspection, it was noted that the lead had been stretched. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, there was no capture of low impedance with several repositionings.the lead was not implanted. No patient complications have been reported as a result of this event.